Manufacturer narrative:
Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. There were no other complaints reported in the lot number. The root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that post implantation of an intraocular lens (iol) a crack was found in the optic and the surgery was completed without product replacement. Additional information was requested.

Manufacturer narrative:
The product was not returned. A video was provided. As the lens is advanced the plunger is observed advanced halfway under the optic. The lens appears to become stuck as the plunger enters the narrow tip. The cartridge was rotated upside down and the lens was advanced into the eye. Two cracked areas are observed when the plunger affected the optic due to the observed underride. The lens was left implanted. Qualified associated products were indicated. Qualified associated products were indicated. Based on review of the provided video, the lens damage was caused by a plunger underride. Two cracks were observed where the plunger was impacting the optic. The cause of the plunger underride could not be determined from the video. The lens loading and cartridge preparation were not shown. Th lens was left implanted. The manufacturer internal reference number is:(B)(6).